Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231008. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the provided feedback, it is possible that an issue of coring occurred. We would like to inform you that material 303262 has been created with a regular bevel, in contrast with material 304622 which had a short bevel. This change requires a different way of puncturing the vial. Material 306262 should penetrate the vial between 45-60 degrees to minimize the risk of coring/clogging. Based on the preventive measures and controls in place during manufacture, we believe it is unlikely that this incident resulted from poor or insufficient de-burring of the cannula component. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles core. The following information was provided by the initial reporter, translated from french to english: during use when drawing up the medicament, a particle is visible. It may have been cut out during this kind of usage. On (B)(6) 2024 I will conclude that the needle was not suitable for the transfer of medication ... Regarding microlance needles, one has been used but no patient contact .